Manufacturer narrative:
The reported smartstitch perfectpasser suture cartridge, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, ¿during a primary rotator cuff repair, when the surgeon was deploying suture passer, the suture deployment failed and the plastic tip of the suture cartridge fell off into shoulder joint. The surgeon spent ten minutes attempting to retrieve cartridge tip, however it was then lost inside joint and could not be found again.¿ customer¿s complaint was not confirmed. Visual evaluation shows the suture cartridge returned is missing the tip. The device is intended for single use and functional test is not possible. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force or incorrect suture cartridge loading. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a primary rotator cuff repair, when the surgeon was deploying suture passer, the suture deployment failed and the plastic tip of the suture cartridge fell off into shoulder joint. The surgeon spent ten minutes attempting to retrieve cartridge tip, however it was then lost inside joint and could not be found again. A backup device was available to complete the procedure. Patient injuries were not reported.